Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
Additional information received from customer. The issue was found during a laparoscopic appendectomy procedure. And was completed with an endoscopic stapler with no delay.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the defective ernie connector on the generator board not allowing the ribbon cable to be connected safely led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported issue was unable to be confirmed. The device evaluation found was unable to duplicate the issue and the unit passed all tests during the evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the generator was giving an e433, permanent rebooting error message. The issue was found during an unspecified procedure. There were no reports of patient harm.